Event description:
It was reported to boston scientific (bsc) that during a lung procedure on a male patient (age unk) that the dual pull wire broke when using the radial jaw pulmonary biopsy forcep. The physician used a second radial jaw pulmonary device to successfully complete the procedure. The patient did not require any medical intervention and did not experience any adverse effect.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.